Event description:
It was reported that the tip of the instrument was broken off during use. Although the instrument was used intraoperatively, no patient complication was reported.

Manufacturer narrative:
(B) (4): the lower jaw is broken off from the center of the pivot pin forward; the broken off portion of the lower shaft is missing and not returned for analysis. Optical examination discovered for a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.